Event description:
It was reported that an alert triggered for low impedance and undersensing of the right ventricular lead. The vector was adjusted to tip to coil which resolved the undersensing. The patient was seen two weeks later and the device was beeping due to the lead integrity alert triggering for oversensing and noise along with the original low impedance. It was thought that the oversensing was due to the large sensing antenna created by the tip to epicardial patch configuration. Further adjustments were made to the sensitivity and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.